Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm® ultra xc, the needle disengaged from the syringe and product leaked out. Patient contact did occur. No injury to the patient or injector. The packaged needle was used for the injection.